Event description:
A customer reported aspiration failure. The timing of the reported event is unknown. There was no patient harm reported. Additional information has been requested, but has not been received.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).